Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation, the pump powered on to a discolored display. Unrelated to the original complaint, the audio bolus button cover was observed to be torn but fully responsive to user presses. Additionally, the returned battery cap had stripped threads. A test cap was used for testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.